Event description:
Healthcare professional reported left side device rupture discovered during surgery and capsular contracture, baker grade unknown. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
E1. Phone number continued: (B)(6).

Event description:
Healthcare professional reported left side device rupture discovered during surgery and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported left side device rupture discovered during surgery and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side device rupture discovered during surgery and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture and capsular contracture was received on january 23, 2025, with lot number 312056. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed three openings assessed as surgical damage. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.